Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the air pen drive device possessed a slightly lower number of revolutions than the required revolutions while testing with the tachometer. It was further determined that the device failed pretest for check speed with tachometer. It was determined that when the air driven device was not used for a certain period and not lubricated regularly, the viscosity of the old oil causes the device to run slower than specified. It was further determined that there were no other specific defects associated with the device. After the assessment, the device was connected to the maintenance unit for carrying out cleaning and lubrication. After maintenance, it was confirmed that the device was working perfectly, and it also passed the speed test. It was noted in the service order that the device did not function properly and was working intermittently during pre-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.